Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient required red blood cells and send out plasma-free hemoglobin (measure for hemolysis) due to the patient having pink urine. The patient also experienced access site bleeding and anticoagulation medical was withheld. The bleeding issue was reportedly resolved. It was reported that the patient survived the procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The product was returned and the optical sensor was found to be functional. The logs were reviewed and placement signal was confirmed to be abnormal with spiking. The root cause of the false impella in aorta alarm and inaccurate map was most likely patient condition as the patient condition was poor. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1: corrected mfg email address.

Event description:
The us complainant reported that at patient was placed on impella cp hemodynamic support. It was reported that the pt was going to get red blood cells and send out pfhg due to the pt having pink urine. The automated impella controller (aic) was intermittently alarming impella in aorta but the tee found that the position was normal with 3.3 cm from ao annulus. No repositioning was needed at that time. Surgeon was concerned about the impella¿s sensor. Additionally, it was noted that there was no systemic anticoagulation due to previous bleeding at the access site, now resolved. The returned pump was evaluated. The outflow cage and sensor were covered in a gel like material. As the gel dried it began to crystalize and when the pump was placed in water the pressure reading was artificially high. As the substance dissolved in the water the pressure reading returned to normal. The substance is most likely a build up of dextrose. The sensor operated without issue.